Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no output, no telemetry and the battery was found to be at end of service (eos) which was consistent with the reported event. The device image could not be saved due to lack of telemetry. The original battery was replaced, and the product code was downloaded successfully. The device was tested under nominal conditions with results indicating normal functionality. Additionally, evaluation of the output signal found all pacing parameter within normal range. Longevity assessment was performed, based on nominal settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker failed to be interrogated. The pacemaker was explanted and replaced. No patient symptom was reported.

Manufacturer narrative:
Further information was requested but not received.